Event description:
The home pt (hp) reported being overfilled with fluid during automated peritoneal dialysis (apd) therapy using the homechoice cycler. The hp relates that they perform a manual exchange of 2500mls during the day, which they later drain out during the initial drain phase of the subsequent apd therapy. The hp relates that they did not fully remove their day exchange during the initial drain when the cycler advanced from initial drain into fill 1, at which time the device delivered the programmed fill volume of 2300mls. The hp relates that after they received the programmed fill they felt abdominal pain and shortness of breath, at which time they placed the device into a manual drain until they felt empty. The hp relates that they manually drained 4009mls of fluid, after which they continued therapy to complete with no further difficulties. The hp relates that there was no sustaining pt injury or medical intervention as a result of this incident.